Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curves scissors instrument was analyzed. The tip cover was not returned with the instrument. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the generator and passed monopolar energy recognition. The instrument was connected to an in-house monopolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the monopolar curved scissors instrument seems to have scorched the scissor tip cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed pretty quickly after the procedure started, and the instrument was swapped. The reporter does not know what has caused the thermal damage. There was no arcing observed. The mcs tip cover accessory was properly installed, with all of the orange marking covered. The installation tool was used to put it on, and no lubricant was used. The damage was some scorching to the mcs tip cover accessory, which the reporter enclosed with the instrument for return and inspection. The mcs tip cover accessory was returned with the mcs instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.